Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after one attempt to insert a delivery catheter system (dcs) during the implant of a transcatheter bioprosthetic valve, vessel dilation was required due to the small vessel diameter and calcification. An attempt was made to insert this delivery catheter system (dcs) but was unable to be introduced into the calcified vessel. An 18 french sheath was inserted, the delivery catheter system (dcs) was advanced and the valve was implanted successfully. A balloon aortic valvuloplasty (bav) was then performed and resulted in good hemodynamics. After the implant, a dissection was noted at the puncture site and was treated with a stent. It was suspected that the dissection occurred due to the small vessel diameter, that required vessel dilation and the sheath and device exchanges/manipulation. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.